Event description:
It was reported PICC used for infusion of rehydrating therapy type gluc 5% sf 0.9% and parenteral on alternate weeks. Working catheter in aspiration and infusion, whitening of the skin during washing the catheter, cus effected with negative PICC course, compressible vein and absence of echoes. PICC fixture at 5cm. Internal fracture, but no exposure to blood or bodily fluids and no reported harm to patient. PICC was removed and replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter. The returned unit was inspected and a longitudinally aligned split was observed on the catheter tubing between the 9 cm and 10 cm depth markers. The tear had rounded fracture edges, and the fracture surface was granular. Extending from the tear in both directions was a linear depression in the catheter tubing. The linear depression observed on the exterior did not appear to extend further into the wall of the catheter. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. Based on the available evidence, it was not possible to conclusively determine the root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC used for infusion of rehydrating therapy type gluc 5% sf 0.9% and parenteral on alternate weeks. Working catheter in aspiration and infusion, whitening of the skin during washing the catheter, cus effected with negative PICC course, compressible vein and absence of echoes. PICC fixture at 5cm. Internal fracture, but no exposure to blood or bodily fluids and no reported harm to patient. PICC was removed and replaced.